Manufacturer narrative:
The returned meter powered on with button press and strip insertion. A power issue with the test strip port was not observed. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: while troubleshooting with customer service it was discovered the port was contaminated with blood, control solution or other foreign material.

Event description:
Customer reported receiving an ER-3 message and also noted a port issue with his freestyle freedom lite blood glucose meter. He further reported that on (B)(6) 2011 he was found by a family member vomiting and having a seizure, which resulted in a loss of consciousness. Paramedics were called, received a reading of 26 mg/dl on an unknown brand of meter and treated customer with a "glucose" injection. Customer additionally self-treated by eating food and drinking juice. There was no report of death or permanent injury associated with this event.